Event description:
It was reported that the patient was found unresponsive at home and passed away. The cause was stated to be intracerebral hemorrhage (ich). The outcome was not considered to be device or therapy related and it was stated that the device operated as expected. There were no changes to patient condition or anticoagulation status that may have contributed to the death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: model number has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.